Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables, wall adapters, and power sources. When the pump was plugged into a power source, the pump would only charge intermittently. The customer¿s blood glucose was 85 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. Customer stated they also had manual injections for insulin therapy if necessary.